Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that there were intermittent issues with the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At times, the customer's bg level was corrected with a bolus via the pump, and at other times it was corrected with a manual dose injection. The customer continued to use the pump for insulin therapy.